Event description:
It was reported that during explant of the pulse generator, a loss of output was observed during electrocautery use. The device output resumed once electrocautery was stopped. The device was successfully explanted and replaced.

Manufacturer narrative:
.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.